Manufacturer narrative:
The insulin pump was received with a frozen display due to moisture damage at electronic assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests to frozen display. The following physical damage was noted: minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
It was reported via phone call that the customer's blood glucose was 280 mg/dl. The patient also experienced an inflamed pancreas which caused his blood glucose to increase; he was hospitalized for three days. During troubleshooting the insulin pump programming was all accurate except for the time and date. The customer also mentioned that there was fluid under his lcd screen. The customer stated that it could have been sweat. The insulin pump was returned for analysis.